Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient underwent surgery for subvalvular stenosis and mitral insufficiency. Following the implant of a non-medtronic bi-leaflet prosthesis, multiple complications occurred included bleeding between the patient's aorta and this bioprosthetic aortic root replacement. Re-operation was performed in attempt to correct the bleeding. Ultimately, one day post implant, the patient expired. The cause of death was not reported. It is unknown if the bioprosthetic aortic root replacement or its function caused or contributed to the patient¿s death. It is unknown whether an autopsy was performed.